Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the user received a system error message in a delayed manner after programming was completed. Infusion started and then a system error message displayed on screen. There was an unspecified delay with the infusion. There were no adverse effects caused to the patient in the event.

Event description:
It was reported that the user received a system error message in a delayed manner after programming was completed. Infusion started and then a system error message displayed on screen. There was an unspecified delay with the infusion. There were no adverse effects caused to the patient in the event.

Manufacturer narrative:
Suspect revised from lvp to pcu s/n (B)(6) : additional information added to: d1,d4,d10,d11,h4, h7, h9 ******************************************************************************************************************** the customer¿s stated issue of system error was confirmed through a review of the device logs and through testing during the investigation. Log analysis results: results from a review of the pcu error log shows two system errors on the suspected event date and time 08sep2020, once at 2:18pm and again at 3:49pm. The first time the system error occurred, the pump module was selected at 1:38pm and programmed on 08sep2020. A flow stop open alarm occurred while programming at 1:39pm, then the infusion program was started shortly after at 1:39pm. This caused the channel to be set in a state that would lead to the system error. The pump module was selected, and the previous infusion was restored. Upon pressing start to begin the restored infusion the reported system error occurred at 2:18 pm. The second error occurred the same day where a basic infusion was programmed at 2:41pm. While programming a flow stop open alarm occurred at 2:42 pm and then start was pressed at 2:42pm. This set the system in a state that would lead to the system error. The pump module was selected, and a basic infusion was selected again, and the current infusion information showed on the pcu screen. Soft key 14 was pressed, and the system error occurred at 3:49pm. The root cause of the customer¿s complaint of error code 800.8000 was found to be the result of a software anomaly when the user selects two functions at the same time or in rapid succession. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 12/21/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/19/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.